Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2016 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number / catalog number: sc-8116-50, serial number: (B)(4), batch / lot number: 27512880, model / catalog description: artisan surgical lead, 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients scs system was not providing pain relief. The patient underwent an explant procedure.